Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The force bipolar instrument was analyzed and was found to have a frayed grip cable at the grip hub, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. This causes the instrument not to cut well. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. Fa found an additional failure not reported by the customer. The instrument was found to have damage to the conductor wire insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument did not cut well. The procedure was completed as planned with no reported injury.